Manufacturer narrative:
(B)(4). (B)(6). The lot 14j059 was manufactured on september 24, 2014 to september 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unspecified location. This observation was made after the device was filled with desferrioxamine (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.